Event description:
Patient's representative reported rupture, capsular contracture baker grade ii/iii and "post-traumatic stress disorder" (not related to the device). The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade ii/iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.